Event description:
It was reported that the patient with this inflatable penile prosthesis experienced erosion. In addition, it was noted that the device was not working properly as the pump location was not good. A surgical procedure was performed to remove and replace all the components. There were no further patient complications reported.